Event description:
It was reported that the 9800 system intermittently had no image on the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The system interface boards, hard drive, right monitor, and the software upgrade were installed during the svc call. The system was tested and found to be working as intended, and put back into svc.